Manufacturer narrative:
H3: analysis of product ID 977a260, serial# (B)(6), product type: lead found broken conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called to report the doctor replaced one of the leads lead and when they checked impedances they were all good. Rep said she met the patient (pt) two weeks after surgery and all the impedances were still good. Rep reports that she met pt today and checked impedances and they were out of range. Rep said the pt did have a physical therapy session. Rep will meet with pt again and check all impedances.

Event description:
Rep reported that the lead revision was performed today, (B)(6) 2024. Ipg pocket was opened and the leads were unplugged from the ipg. Connectivity check and impedance check only showed one lead that showed bad. Several checks were performed to show this. The physician decided to only replace one lead. Lead was successfully replaced in the same position as before. Connectivity check and impedance check were performed again and all were within range. A discussion was had on the concern of the other lead showing previous high impedances and high impedances during pre op. Physician verbalized understanding and chose to move forward with replacing only one lead. The lead will be packaged and returned. Rep has the lead and will update with a tracking number as soon as the rep gets it packaged and mailed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Caller reports patient had called on (B)(6) 2024 indicating she had seen oor message on the controller. Caller reports patient indicated she had seen oor message on her controller. Caller reports all impedance were showing in the orange color range, >20k ohms. Caller reports patient denies of any fall, trauma or recent medical procedure. Caller reports patient was getting good relief. Caller reports xray was performed, and the lead did not move, same position. Electrode 3,4,5 shows 40k ohms. The reset of the electrodes are 19-20k ohms. Caller reports she has tried reprogramming, highest she was able to obtain was 3ma before oor message is seen. Caller reports patient indicated she had been able to program up to 6-7ma. Caller reports on initial interrogation, 1 electrode on each lead was in the green, but when she had patient bend over and touch her toe, impedance changed, 4 of the contracts were good in the 19-20k ohms.electrode (B)(6) : 1900 ohmselectrode (B)(6) : 20k ohms.caller reports impedance changed with movement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 97791 lot# serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that as of (B)(6) 2024, both of the patient's leads had malfunctioned and broke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they were not aware of patients new leads being broken and malfunctioning. They state they called technical services a long time ago and talked about having system removed or revised by a neurosurgeon but it was unsure what course of action would be taken. They state the cause of the lead breaks were unknown and patient had no falls or major movements. They report they did not speak with patient in december of 2024 and do not know their healthcare provider (hcp) now.

Event description:
Additional information was received from manufacturer representative (rep) who reported they were not aware of patients new leads being broken and malfunctioning. They state they called technical services a long time ago and talked about having system removed or revised by a neurosurgeon but it was unsure what course of action would be taken. They state the cause of the lead breaks were unknown and patient had no falls or major movements. They report they did not speak with patient in (B)(6) 2024 and do not know their healthcare provider (hcp) now.

Manufacturer narrative:
Previous supplemental regulatory report had an aware date of 4/23/2024 when it should be 4/23/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep called to follow-up on this case. The caller indicated that the patient had the 0-7 lead replaced at the end of (B)(6) 2024. During the procedure they tested both leads and one lead was showing out of range impedances. At the two week follow everything was normal. At the one month follow-up, one lead was bad, the caller called on 5 aug 2024 about this case. At the time of this call the caller provided the following impedance values: ref 15: 2 3 8 and 12 40000ohms all other values are in the 20000ohms range. Ref 14: 15 2530ohms ref 13: 14 19980 8 40000 9 20580 10 20500 11 20100 12 19500 19980 15 20530 ref 7 12 4340 0 20650 1 20680 2 40000 3 40000 4 20200 5 19790 6 18990 the caller indicated that the impedance values were changing with each impedance test. During the impedance test conducted at the time of the call, the caller reported that the 7/12 pair was 4340ohms and it was not that low before.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead product ID 97791 lot# serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause is undetermined but suspected to be a fracture. Rep noted the patient will be scheduled for a lead revision of both leads.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), product type: lead. Product ID: 977a260, serial #: (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.